Manufacturer narrative:
The reported device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A review of risk management files found that the reported failure was documented appropriately. A complaint history review concluded this was an isolate issue. A review of the instructions for use found that mishandling the device can result in failure. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. Factors that could have contributed to the reported event include: (1) excessive force (2) incorrect tunnel preparation. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that on (B)(6) 2020 the patient had a medical intervention because of a 6x6 full thickness medial femoral condylar lesion which was removed. An adjustable loop button was used due to re-rupture of the graft. The outcome of the patient is still recovering. The device was not removed during the procedure. No other complications or delay reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.